Manufacturer narrative:
(B)(6). (B)(4). A visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the shoulders of the balloon. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was pre-inflated. It is possible that the balloon being inflated prior to use could have caused the damage found in the balloon, thereby affecting the performance and intended purpose of the device and leading to in an inability to use it during the procedure. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal dilatation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the preparation, an attempt to inflate the balloon was made; however, the balloon would not inflate. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.